Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure prior to the transeptal, once the connect was inserted into the body the internal part of the syringe was noted with air leak. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.